Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer blood glucose level was 40 mg/dl to 400 mg/dl. Customer had gone 3-4 sensors due to these issues and had to throw them out. Customer stated that had sensor not working and transmitter not working. The device will not be returned for analysis.